Event description:
A report was received that the patient had pain at the battery site and felt like it was burning. The patient was experiencing difficulty charging. The ipg was turned and superficial in the skin. The patient underwent a revision procedure wherein the ipg was replaced and repositioned per physician¿s preference. The patient was doing well postoperatively.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.